Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod. Symptoms reported include fever, vomiting and a urinary tract infection. Once at the hospital upon removal of the pod the cannula was found to be bent. The patient was treated with insulin. The patient was discharged from the hospital after 2 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone, cloud - omnipod 5 software app version, cloud - smartphone operating system, cloud - smartphone hardware, cloud - cgm sensor type.